Manufacturer narrative:
(B)(4) date sent: 4/10/2026 d4: batch #unk d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. H4: the device manufacture date is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided; therefore, a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic distal gastrectomy with roux-en-y reconstruction procedure, a stapling failure was reported during gastrojejunostomy. Three rows of staples were formed on one side. However, not all staples were formed on the other three rows, and cutting was performed. There was no bleeding at the anastomosis and no patient impact. The procedure was completed by suturing. The doctor commented that there were no issues with the surgery or the patient other than the stapling failure. A sales rep visited the hospital the same evening and met with the doctor. Video review was also performed. It is possible that the croce was near the jaws and the croce was clamped during stapling. Deformation of the cartridge was observed before and after the video, so it is highly possible that the croce may have been clamped, leading to cartridge deformation and failure of stapling. The cartridge color was gold. Additional suture was performed to complete the case. There were no adverse consequences to the patient. No additional information provided.

Manufacturer narrative:
(B)(4) date sent: 4/21/2026 d4: batch #a98m9z. Updated data: d4 (lot number, expiration date), h4 corrected data: d4 (UDI). Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60s device was returned with no apparent damage with six gst60d reloads present. The reloads (b&c) were received fully fired with no apparent damages. The reload (d) was received fully fired with the deck damaged. The reload (e) was received fully fired with damaged on the knife channel. The reload (f) was received fully fired with the body reload broken and the reload pan partially dislodge from left side. The reload (g) was received with the right side fully fired, and left side with the sled piece in the home position, however two double drivers were noted up without staples on the proximal end, this condition was most likely due to the sled movement. The condition of the driver's up shows that reload was partially fired 1/5 causing the reported event. However, it is possible that the reload was manipulated, and the sled was manually returned to its home position. As additional testing, the device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. The damage to the reload (d & g) deck is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. The found damage on the reload (e) channel is consistent when the device is fired over an already existing staple line; when this happens, it is possible that the knife may push the staple line and tissue forward shaving the reload deck. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. The condition of the reload (f) is possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the reload from the device is the most likely scenario. The device event log was reviewed. The log indicates that articulation was attempted while the device was closed. Articulation function is blocked when the device is closed to prevent inadvertent patient injury. When the home button is pressed while the jaws are closed the device will attempt to retract the knife. When any of the other articulation buttons are pressed while the jaws are closed the device will provide haptic feedback indicating that articulation function is blocked. Additionally, a photo was provided and it showed a device with a reload and battery loaded and also some gold reloads were observed inside of a plastic bag. A manufacturing record evaluation was performed for the finished device batch number a98m9z, and no non-conformances were identified.